Event description:
--

Event description:
Boston scientific received information that this device was returned for reliability analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing confirmed the device to exhibit no telemetry. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry condition that was noted upon arrival at bsc was the result of a fully depleted battery. Once the battery was removed from the circuit the device current was normal and passed all testing. After exhaustive analysis on the depleted cell the cause of the battery depletion could not be determined.